Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the etiology of the patient's sepsis remains unclear. There are possible patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to a local hospital with a cough, fatigue and a fever on (B)(6) 2016. Blood cultures proved to be positive for enterococcus faecalis. The patient was started on intravenous (IV) vancomycin and zosyn. A chest x-ray (cxr) revealed pulmonary vascular congestion with no focal infiltrate. The patient was being transferred to a va-implanting facility when he developed hypoglycemia enroute requiring treatment with glucagon.  He became somnolent and a decision was made to divert the ambulance to a local hospital emergency department (ed) for stabilization. In the ed, he was noted to have mild distress and shortness of breath. His oxygen saturation was noted to be in the high 90s on 2 l/min of oxygen. He was then taken to the vad-implanting facility where the patient was started on a course of IV ampicillin for the next six weeks. His somnolence resolved spontaneously.  The patient was also reported to have weakness and hypokalemia requiring replacement. This treatment improved the patient's weakness. The patient was further seen by neurology for possible post-polio syndrome with suspected residual right upper extremity weakness that had progressed over the past year. A sleep study was performed and the patient's xanax was discontinued. A peripherally-inserted central catheter (PICC) line was inserted for home antibiotics and the patient discharged on (B)(6) 2016. The event was reported to have been resolved on (B)(6) 2016. The primary investigator (pi) reported that the event was related to the patient's condition and unrelated to the study device or to the implant procedure. The pi further noted that the etiology of the infection was unknown. No further information was provided.